Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. There was no reported product deficiency. The reported angina, myocardial infarction (mi), thrombosis and re-stenosis are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. It was reported that the xience stent was implanted in a saphenous vein graft (svg). It should be noted that the IFU states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28mm) with reference vessel diameters of 2.5 mm to 4.25 mm. It is unknown if the implantation of the xience stent in the (svg) contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.

Event description:
It was reported via trial that approximately 4 months post xience v stent implantation in a saphenous vein graft to obtuse marginal artery (svg-om), the patient presented to the emergency with chest pain and was found to have a non st elevation myocardial infarction. The patient was taken to the catheter lab where an angiogram revealed total occlusion of the svg-om with a combination of stenosis and thrombosis. Treatment included thrombectomy, balloon angioplasty and intracoronary injections of adenosine and nitroprusside. Hospitalization was uneventful and on (B)(6) 2009, the patient was discharged to home. Although requested, there was no additional information provided.